Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which led to the atrial tachycardia/atrial fibrillation episode classified as terminated falsely. The ra lead remains in use. No patient complications have been reported as a result of this event.